Manufacturer narrative:
If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 012447612-2020-00655, 3012447612-2020-00656, 3012447612-2020-00664, 3012447612-2020-00665, and 3012447612-2021-00365.

Event description:
It was reported the patient underwent a revision surgery to address adjacent levels. During this revision surgery, it was discovered that two set screws were found loosened from the tulips of two screws. These loosened set screws were removed and replaced with alternates to complete the case. Also, one of the screws was found loose in the pedicle so it was also removed and replaced during the procedure. There were no reported patient impacts. This is report one of five for this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and initially corrected information. Summary the complaint is unrefuted for two (2) of two (2) vitality screws (pn 07.02000.075 or 07.02000.076 or 07.02000.074) for the failure of not retaining the closure top post-op. This device is used for treatment. No medical records were provided with the complaint. Inspection: the products were not returned and no photos were provided, so an evaluation is unable to be performed. DHR review: the lot numbers were not provided for any of the devices associated with this complaint, so the dhrs were unable to be reviewed. Literature review: the labeling was reviewed and adequately addresses the possibility of this issue occurring. Potential root cause: the products were not returned and no photos were provided, so an evaluation is unable to be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. Corrective/preventive action: no corrective or preventive actions are recommended. Part and lot combination could not be conducted at the lot numbers were not provided. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported the patient underwent a revision surgery to address adjacent levels. During this revision surgery, it was discovered that two set screws were found loosened from the tulips of two screws. These loosened set screws were removed and replaced with alternates to complete the case. There were no reported patient impacts. This is report one of four for this event.

Manufacturer narrative:
Catalog number: 07.02000.075 or 07.02000.076 or 07.02000.074. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports: 3012447612-2020-00656, 3012447612-2020-00664 and 3012447612-2020-00665.

Event description:
It was reported the patient underwent a revision surgery to address adjacent levels. During this revision surgery, it was discovered that two set screws were found loosened from the tulips of two screws. These loosened set screws were removed and replaced with alternates to complete the case. There were no reported patient impacts. This is report one of four for this event.